Manufacturer narrative:
(B)(4).

Event description:
The actual residual drug volume (14 ml) was greater than the expected volume (2.3 ml). Over the last month, the pt did not feel well, but had no severe symptoms of withdrawal. The pt took oral dilaudid and sentora. The plan was for the pt to return to the clinic (B)(4) 2011. On (B)(4) 2011, a dye study procedure was performed. The physician was not able to aspirate via the catheter access port. The physician pushed dye through. The physician experienced resistance when pushing the dye; it was determined there was a "break" in the catheter "right before" the anchor site. A roller study was successful; roller turn was visualized. No motor stalls were revealed in the pump logs. The pump contained morphine and prialt.